Event description:
It was reported that a patient underwent balloon kyphoplasty procedure (bkp) for osteoporotic vertebral compression fracture at t12. It was reported that "cement leakage was observed upward at intra-op but the patient was asymptomatic". It was also reported that the procedure was performed according to the IFU, and there were no issues with the viscosity of the cement. The patient was discharged one month post-op and no further complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
.

Event description:
The patient had not comorbidity. The patient was discharged on (B)(6) 2011. No further complication was reported. The surgeon commented that the event was not related to the bkp products due to technical factor. Updates: the following adverse events were additionally reported. On (B)(6) 2011, postoperative wound pain and right shoulder pain developed. While no treatment was given for the shoulder pain, medication (unspecified) was administered for the treatment of the wound pain. The event severity was moderate for the wound pain and mild for the right shoulder pain. As for the event outcome, the wound pain resolved on (B)(6) 2011 and the right shoulder pain was resolving on an unknown date. The physician considered that both events were due to the patient-specific factor and was not causally related to the bkp product. On (B)(6) 2011, pharyngeal pain developed, for which medication (unspecified) was administered. The event severity was moderate and the outcome was reported to be ¿resolved¿ on (B)(6) 2011. The causal relationship with the bkp product was assessed as ¿unrelated (due to the patient-specific factor)¿ by the physician. On (B)(6) 2011, lower back pain developed. No treatment was given for the event. The event severity was mild and the outcome was reported to be ¿resolving¿ on (B)(6) 2011. The physician considered that the event was due to the patient-specific factor and was not causally related to the bkp product. On (B)(6) 2011, diarrhea developed, for which no treatment was required. The event severity was mild and the outcome was reported to be ¿resolved¿ on (B)(6) 2011. The physician considered that the event was due to the patient-specific factor and was not causally related to the bkp product. No further details could be obtained because the attending physician was not working at the site at the time of reporting.